Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the user could not select ¿yes¿ on the ilet fill tubing screen when drops were visible, although ¿no¿ could be selected and the process could continue; the device was fully charged and a replacement was arranged. Symptoms included no adverse clinical effects because insulin delivery had not begun and blood glucose was not impacted. Outcomes included replacement of the device and instructions to shut down the original, continuation of cgm use, and return of the original device using a provided shipping label. Investigation included review of the complaint details, verification of shipping information, and collection of device identifiers with a plan for device return. Investigation of this device revealed all keys and buttons were tested and performed as intended. The "yes" button was tested during a dry leadscrew run, functioned normally and able to complete it. Complaint could not be replicated. Device functioned as intended, no fault was found.